Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to pain.

Manufacturer narrative:
Hip revision surgery performed at (B)(6) hospital (B)(6) 2017. Primary implant (B)(6) 2005. Patient had symptoms relating to the ceramic head and liner. Surgeon removed and replaced with new prosthesis. No supporting documents/x-rays. This case is not being reported by the customer, but (B)(4) employee. A ll available information has been provided as part of this report; no further information will be forthcoming. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.